Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the clip could not be fed into the jaw properly. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Malformed clip, advancer bypass. Eval summary: the analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality, upon firing of the device, three malformed clips were delivered due to an advancer bypass, and seven clips were conforming according to our manufacturing specs. The batch record was reviewed and no anomalies were noted during the mfg process.